Event description:
It was reported that the customer never saw the screen for fill cannula. The mother also called requesting assistance with the insulin pump. The caller stated that the customer was in the hospital on an insulin drip due to high blood glucose of 1049mg/dl. The daughter stated that they removed the battery because the device was alarming. It was stated that the customer was mumbling and confused. Troubleshooting was declined as caller stated that the customer was running high when she was preparing for a colonoscopy and was drinking 55 ounces of gatorade. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.